Event description:
Contact reports that the end of the viper rod holder broke off in the pt during rod insertion. The procedure was extended by approx one hour while the broken portion of the instrument was retrieved. The surgical procedure time was significantly extended as a result of this instrument breakage.